Event description:
Resistance primary biopsy channel, looks like something stuck in scope channel, cleaning brush would not pass thru. This event occurred at the time of reprocessing. There was no report of patient harm. Not known for the exact date of event, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Evaluation summary: pentax medical was made aware of a complaint on 30-mar-2021 of a "resistance primary biopsy channel" during reprocessing involving pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The customer owned endoscope was returned for evaluation on 01-apr-2021. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician found an "accessory stuck in biopsy t-piece" confirming the customer's complaint and documenting the following additional findings on 05 apr 2021: passed dry leak test, passed wet leak test, air/ water nozzle glue worn. The device underwent repairs including the following components: o-rings and seals, biopsy inlet t-piece pb-free. On 28 apr 2021, the lead endoscope technician confirmed via email that the plant technician took out the small plastic piece from the biopsy inlet during evaluation and confirmed it was not a pentax medical accessory. On 28-apr-2021, a device history record(DHR) review for model ec38-i10l, serial number (B)(4) was performed under (B)(4). The DHR review confirmed the endoscope was manufactured on 14-apr-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 15-apr-2016. Model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 29-apr-2016. Instructions for use (IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope was delivered to the customer on 13-apr-2021 under delivery order (B)(4). The cause is thought to be that the brush used by the user during cleaning was broken and remained in the pipe. Pentax has added a method for alerting and detecting in IFU in the event, and also implemented field action.